Event description:
I had an umbilical hernia and had surgery on (B)(6) 2015 at which time the doctor used mesh to repair it. From the moment I came out of surgery, I had pain. The pain was awful and never stopped. On (B)(6) 2015, I had surgery to have the mesh removed. After that surgery, I had a four day hospital stay due to bleeding requiring a blood transfusion. When I say I had pain from the mesh, I mean it was so bad that I could not wear clothes, bend or function normally on an everyday basis. Even hemorrhaging and having a rectus sheath hematoma the size 10x5x7 cm was less painful than having that mesh in my body. It was truly awful.